Event description:
During troubleshooting of a caution negative uf alarm that appeared on the homechoice (hc) display during drain 3 of 4, the home patient (hp)'s caregiver (cg) reported a drain volume (dv) of 54699 ml. Fill volume (fv) = 2500 ml). Due to the high drain amount in drain 3 of 4, the tsr arranged a swap of the hc machine. The tsr advised the cg to contact the nurse as soon as possible to advise them that you they would be receiving a 10.4 (smartcare) hc machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported issue, it was revealed that the hp had drained 4700 ml, but he did not know what cycle. Per cg, hp only had some pain in the abdomen, and that was resolved upon draining. The cg stated that they had discussed the issue drain volume with the nurse. A cause remained unknown. The cg stated that the hp is doing fine and continuing therapy without issues. The cg had no further information. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, was not duplicated during pal evaluation. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The cause of the iipv was determined to be insufficient drain due to use error; clinician inappropriately set minimum drain volume percentage setting too low (70%). The device was determined to meet specifications relative to the complaint of iipv.

Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.